Manufacturer narrative:
Recall: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing discomfort around her ipg site. The patient alleged she felt her ipg was too close to her sacroiliac joint and was uncomfortable. On (B)(6) 2013, the patient's ipg pocket site was moved away from her sacroiliac joint area. Follow-up identified the patient's system was turned on and effective stimulation therapy was regained.